Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information, the altis suture broke while performing the final tensioning, leaving the dynamic anchor still implanted. It was hoped that this would be the same as when the surgeon cuts the suture after final tensioning, but when the surgeon was checking how tight the sling was placed the sling loosened completely, as if the suture in the dynamic anchor had been released from that anchor. The patient had a very high bmi with what he called a lot of deep tissue, making it where the surgeon could not locate the sling that was attached to the implanted static anchor, in order to cut it out, so he left it in. He chose to implant another altis sling and the patient was reportedly fine.

Event description:
According to the available information, the altis suture broke while performing the final tensioning, leaving the dynamic anchor still implanted. It was hoped that this would be the same as when the surgeon cuts the suture after final tensioning, but when the surgeon was checking how tight the sling was placed the sling loosened completely, as if the suture in the dynamic anchor had been released from that anchor. The patient had a very high bmi with what he called a lot of deep tissue, making it where the surgeon could not locate the sling that was attached to the implanted static anchor, in order to cut it out, so he left it in. He chose to implant another altis sling and the patient was reportedly fine.

Manufacturer narrative:
Only the dynamic suture was received for evaluation. The mesh, dynamic anchor and tensioner were not received. Microscopic examination of the dynamic suture appeared to be rough and irregular, indicating stress was exerted. The information received indicated the dynamic suture detached during the procedure. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. It was noted that the patient had a very high bmi with what he called a lot of deep tissue, making it where the surgeon could not locate the sling that was attached to the implanted static anchor. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.